Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a procedure a smoke pen/bovie activated as soon as it was plugged in to the generator. There were no adverse consequences reported.

Event description:
It was reported that during a procedure, a smoke pen/bovie activated as soon as it was plugged in to the generator. There were no adverse consequences reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.